Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient experienced a detached sensor wire and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported that he was working outside, felt a low during the sensor warm-up period. Patient decided to remove sensor. The sensor wire detached upon removal. No medical intervention was reported. It's not known what treatment was provided to patient. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.